Event description:
The dentist reported separating a file in a pt's tooth in two separate cases. In both cases the dentist elected to fill around the file to complete the procedure and there was no report of pt injury.